Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: extremely high glucose adverse event report is being submitted due to symptoms related to diabetes. Excessive thirst, excessive urination, and excessive hunger. Manufacturer contacted customer in a follow-up call on 22-jul-2020 to ensure that the customer's condition improved. Able to establish contact with customer and stated he has excessive thirst, urination, and excessive hunger. Customer did not have medical intervention. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported hi display. The expected fasting blood glucose test result range is 300-400mg/dl. The customer did report symptoms of excessive thirst and frequent urination. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 384mg/dl fasting using true metrix meter. Customer is satisfied after troubleshooting that the results are within the acceptable variances and is satisfied the products are working as intended. The test strip lot manufacturer¿s expiration date is 10/31/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.